Event description:
A (B)(6) pt in the acute care hospital for continuous morphine and inpatient hospice due to heart failure. Cassette was set at 0.5 mg per hour but ran in 6 hours for a total of 30 mg. Basically running at 5.0 mg per hour instead of 0.5 mg per hour. Pt was given narcan, no harm to the pt, pump tagged out of service. Pump setting was verified by multiple people and was set correctly at 0.5 mg per hour. Staff did not document model or serial number in the report, so we have no idea which device it was -bio medical engineering would receive and service all pumps in the hospital. Dates of use: (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: pca pump. Event abated after use: yes. Event reappeared after reintroduction: no.